Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead required a revision procedure. The revision procedure was performed approximately one month after the initial implant procedure. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead required a revision procedure. The revision procedure was performed approximately one month after the initial implant procedure. No additional adverse patient effects were reported outside the revision procedure. Additional information was provided that this rv lead exhibited high pacing thresholds and this lead remains in service. No adverse patient effects were reported.